Manufacturer narrative:
This part is a multi-pack product that contains 4 set screws with part# 5540030. This part is not approved for use in the united states; however a like device catalog # 5540030, 510k #k113174 and UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: metastatic bone tumor procedure used: posterior spinal fusion levels implanted: s2ai it was reported that on an unknown date, post-op, the most caudal set screw completely backed out from the screw head on both sides. The rod was in a state of floating up. Replacement was scheduled to perform in the revision surgery.

Manufacturer narrative:
Product analysis result: visual microscopic functional visual and microscopic inspection confirmed the set screw has some deformation on the node of the screws. There is some smearing/damaged to the nodes from what appears to be the rods moving between the saddles and set screw. The threads of the set screws have been damaged. Functionally tested with a sample bone screw and confirmed the screw would still thread into the head of the bone screw. Without the bone screw or rod that was used in the procedure, no root cause could be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review results: post-op x-ray for thoraco-pelvic fixation show one of the iliac set screws is out of the screw head. Length of time from initial surgery is unknown, fusion status is unknown, hardware placement and rod contouring appears appropriate. If information is provided in the future, a supplemental report will be issued.